Manufacturer narrative:
The st probe (along with its integrated components: specimen management system and vacuum tube set) is a sterile, single patient use device that may be used with imaging guidance to excise a tissue sample for diagnosis. The probe is designed to be loaded onto the st holster. The probe consists of an outer needle shaft and an inner cutter in a distal sample aperture. The sample aperture can be rotated to the desired orientation using either the probe's aperture rotation thumbwheel or the st holster aperture rotation knobs. According to the reporter, during the procedure there was a new issue with a biopsy where no samples were obtained and the needle appeared to be blocked. The needle was changed and the biopsy completed successfully. A used marker clip deployment system was then pushed down the "blocked" needle to ensure that this was not breast tissue causing the blockage, enabling it to be sent to pathology if it was. However, 2 pieces of black debris came out. These were x-rayed and did not appear to be breast tissue or metal. Post procedure imaging did not show any debris within the patient's breast. The procedure was completed with device. No patient consequences. The mst1012 will not be returned. The investigation is pending the return of the foreign material.

Event description:
According to the reporter, during the procedure there was a new issue with a biopsy where no samples were obtained and the needle appeared to be blocked. The needle was changed and the biopsy completed successfully. A used marker clip deployment system was then pushed down the "blocked" needle to ensure that this was not breast tissue causing the blockage, enabling it to be sent to pathology if it was. However, 2 pieces of black debris came out. These were x-rayed and did not appear to be breast tissue or metal. Post procedure imaging did not show any debris within the patient's breast. The procedure was completed with device. No patient consequences.

Manufacturer narrative:
The mst1012 device was not available for return. The foreign material was available for return and analyzed. The fourier transform infrared spectroscopy (ftir) spectrum of the foreign material was a 99% match to the seal cutter (part # cc-001558). The seal cutter (part # cc-001558) is used for the assembly of the device and have contact with the cutter. Although the issue could not be replicated, the most probable root cause is related to cutter tearing the seal, causing particles to come off and get stuck in the needle. Containment actions have been put in place to prevent re-occurrence.